Manufacturer narrative:
No issue with device. This was user error. Should further information become available, a follow-up report will then be issued.

Event description:
Alleging during abilities expo customer was standing when another customer ran into her left ankle.